Manufacturer narrative:
Product event summary: the controller and six batteries were not returned for evaluation. Review of the data log file did not reveal any premature power switching events within the analyzed period. Additionally, no alarms were logged within the analyzed period. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "beeping" event may be attributed to intermittent disconnections between the controller and batteries. Additional products: d4: serial #: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: bat216982 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: g3, h10 a supplemental report is being submitted for corrections. G3 report source corrected from foreign, health professional, company repr esentative to foreign, company representative, distributor. H10 as a result of review on the complaint file, this report contains an update to the FDA results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously report ed failure and investigation findings remain unchanged. Additional products (B)(6), d4 catalog # corrected to 1650de. Additional products: d4: catalog #: 1650de / serial #: (B)(6) h6: FDA results code(s): 135, 213 d4: catalog #: 1650de / serial #: (B)(6) h6: FDA results code(s): 104, 135, 213 d4: catalog #: 1650de / serial #: (B)(6) h6: FDA results code(s): 114, 135, 213 d4: catalog #: 1650de / serial #: (B)(6) d4: catalog #: 1650de / serial #: (B)(6) d4: catalog #: 1650de / serial #: (B)(6). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 30-apr-2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device return to MFR? No, device mfg date: 30-apr-2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 30-apr-2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device return to MFR? No, device mfg date: 30-apr-2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 30-apr-2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device return to MFR? No, device mfg date: 30-apr-2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 30-apr-2017, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device return to MFR? No, device mfg date: 30-apr-2016, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 30-apr-2017, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device return to MFR? No, device mfg date: 30-apr-2016, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery: battery / (B)(4) / model #: 1650de / expiration date: 30-jun-2017, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device return to MFR? No, device mfg date: 30-jun-2016, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unidentified alarm and potential power switching when connected to the batteries. The controller and batteries remain in use. No patient complications have been reported as a result of this event.